Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture used to close the fascia on abdomen after a nephrectomy was prematurely dissolved. Three weeks post operatively, the patient had intermittent fever and had evisceration. Upon re- exploration of the abdomen the fascia was completely intact and the suture was dissolved early. The patient status was unknown.